Manufacturer narrative:
Pump received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call that the insulin pump belt clip broke and broke off a piece of plastic on top of the reservoir compartment. Customer does not recall any significant events leading to the error, except that it happened when she was unscrewing the reservoir compartment. Customer's blood glucose was 50 mg/dl. Unknown at the time of incident. Troubleshooting was done for the damage but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.